Event description:
The customer observed lower than expected vitros tsh results predicted from a non-ocd quality control level I fluid processed on a vitros 5600 integrated system. Control level 1: 0.472 and 0.433 miu/l versus expected 0.710 miu/l.the customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm.(B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were predicted from a non-ocd quality control level I fluid when processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Following service actions performed on the signal reagent subsystem, acceptable performance was observed. There was no indication that a reagent issue contributed to the event. The investigation determined that the assignable cause of this event was most likely instrument related.